Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During total knee arthroplasty there were scratches on the pin when surgeon used pinjack to remove pin out of the bone. During removal procedure metal debris occurred and dropped into joint. The surgeon flushed metal debris out of patient. There was no adverse event on patient.

Manufacturer narrative:
The reported attune pin puller was not returned for evaluation. The root cause is attributed to suspected misuse/misapplication of the attune pin puller causing the generation of metal debris. Based on the root cause of suspected misuse, corrective action is not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.